Manufacturer narrative:
Device remains implanted. No evaluation will be performed. Same pt event as MDR 9610622-2011-00275.

Event description:
It is reported by our customer to stryker (B)(4) that both distal looking screws were broken. A revision surgery could not be performed because of the general condition of the pt. The pt died without removing the nail. Due to the general bad condition of the pt this event is not device related.